Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and found to have the wrist cover torn at the distal end. There was no material missing. The complaint was confirmed by failure analysis the probable root cause is attributed to damage during use, which may result from excessive contact with abrasive or hard surfaces during use or reprocessing.

Event description:
It was reported that during da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 60 stapler instrument body bent part cover was damaged. The procedure was completed with no patient harm.